Event description:
It was reported that the patient experienced an infusion set issue characterized by discomfort like blockage on (B)(6) 2026 however, the specific cause of the blockage could not be determined. This issue led to elevated blood glucose levels that were managed with self-administered four additional units of insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.